Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to leakage at plug unit and leakage at insertion section due to pin hole. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to wear of forceps elevator lever, up/down knob cannot be locked securely, sw1(switch) had a pinhole, forceps channel port had a dent, air water cylinder had no color, s-cylinder had no color, due to a crack on plug unit, water tightness was lost, sc cover unit had corrosion due to water leakage, micro connector unit in suction connector had corrosion due to water leakage, circuit board unit in suction connector had corrosion due to water leakage, cable unit had corrosion due to water leakage, sc-case unit had corrosion due to water leakage, due to a pinhole on connecting tube, water tightness was lost, due to burn on c-cover, insulation resistance value at distal end did not meet the standard value, due to a crack on light guide lens, illumination was uneven, due to wear of angle wire, bending angle in up/ right direction did not meet the standard value, c-cover (plastic distal end) had a crack, adhesive around objective lens had corrosion, lg lens had a crack, adhesive around lg lens had corrosion, adhesive on a-rubber had a crack, connecting tube had a wrinkle, universal cord had a scratch, universal cord had a dent, and universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the colonovideoscope had issues with angle adjustment and sheath control. There were no reports of patient harm. The device was returned for evaluation/repair. During the device evaluation, it was found that the connecting tube had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.